Event description:
Additional information was received that the cause of the event was unknown. There were no extra steps attempted to open the pipeline. There was low friction and no difficulty during delivery.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID: fa-55150-1030, (lot: 228092753). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a neurovascular procedure involving the pipeline embolization device, a c4 aneurysm with saccular morphology, a maximum diameter of 18mm, and a neck diameter of 8mm was being treated. The procedure involved blood flow diversion dense mesh stent implantation through the femoral artery, which had a diameter of 2mm. The surgeon attempted to open the tip of the stent in the straight section of the middle cerebral artery but was unable to do so despite repeated attempts. Upon removal from the body, it was discovered that the tip of the stent was damaged. Dual antiplatelet treatment was administered. The vessel tortuosity was noted to be normal. The product was replaced. No patient complications have been reported as a result of this event. The devices were prepared and flushed as indicated in the IFU.

Manufacturer narrative:
H3: product analysis #(B)(4):¿equipment used: video inspection system (m-78210), ruler 200cm (m-83361) ¿drawing(s) referenced: fa-55xxx-xxxx rev. Q ¿ as found condition: the pipeline flex embolization device and marksman catheter were returned for analysis within a shipping box; within plastic bio-pouch; within an opened pipeline flex and marksman inner pouched; and within dispenser coil. The pipeline flex device was returned outside the marksman catheter. ¿ damage location details: no bent or kink was found with pushwire. The distal hypotube and ptfe shrink tubing were found to be intact with no signs of elongation. The distal and proximal dps restraints were found to be intact. The dps sleeves were found intact with no signs of damage. No defects were found with the tip coil, distal marker, re-sheathing marker, pads or with the proximal bumper. The braid was returned already detached from the pusher; therefore, the proximal and distal ends could not be identified. The pipeline flex braid ends were found fully opened and damaged. No flash or voids molded were observed in the hub. No damage was found with hub. No bent or kink was found with catheter body. The marksman catheter tip and marker were examined; and no damages were found. No other anomalies were observed. ¿ testing/analysis: the total and usable lengths of marksman catheter were measured to be within specifications. The catheter was flushed with water and water exited out of the distal tip. ¿ conclusion: based on the analysis findings, the pipeline flex could not be confirmed to have failure/incomplete open at distal as the pipeline flex braid ends were found to be fully opened and damaged. Possible causes of failure/incomplete to open include vessel tortuosity and damage braid medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.